Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revised a femur and insert of a left knee due to femoral loosening. Original primary was done (B)(6) 2019 and was revised to a cemented femur on (B)(6) 2023.